Event description:
The customer contact reported the pt received less medication than intended. The pump was programmed to deliver 2000ml of tpn at an unspecified rate. No further programming parameters were provided. Reportedly, after an unspecified length of time, the pump only delivered 1700ml. There were no reported adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy.